Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was confirmed through review of the event history log but not reproduced. System error 105 was confirmed and caused by a torn motor flex. The failed motor assembly was replaced.

Event description:
It was reported a spectrum pump displayed system error 105 in the medical surgical care area. It was also reported there was no patient involvement.